Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt was scheduled for a pocket revision due to soreness and discomfort at the pocket site caused by non-device related weight loss. The physician relocated the pocket. The pt is reportedly doing well following the procedure.